Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9023829, medical device expiration date: 02/18/2022, device manufacture date: 01/23/2019. Medical device lot #: 8358942, medical device expiration date: 01/27/2022, device manufacture date: 12/24/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system it was noticed that at the insertion site redness and swelling one or two days after start usage of the intima-ii the intima-ii were removed at once and the ointment was applied to the affected area. This occurred on 15 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found that 2-3 days after the use of the retention needle, a total of 15 patients were found to have redness and swelling at the puncture site. As soon as the nurse found the problem, she removed the retention needle and applied it to the affected area with a fishstone cream. Symptoms gradually ease/disappear.

Manufacturer narrative:
Investigation: aa device history review was conducted for lot number s 9023829 & 8358942. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system it was noticed that at the insertion site redness and swelling one or two days after start usage of the intima-ii the intima-ii were removed at once and the ointment was applied to the affected area. This occurred on 15 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found that 2-3 days after the use of the retention needle, a total of 15 patients were found to have redness and swelling at the puncture site. As soon as the nurse found the problem, she removed the retention needle and applied it to the affected area with a fishstone cream. Symptoms gradually ease/disappear.